Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked by the snap cap. The snap cap was not on the insulin pump because it completely came off. The customer had issues with the infusion set sticking to the serter. Customer's blood glucose level was over 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs and performed a visual inspection and found the snap-cap/septums detached from the reservoirs head and lodged inside of the base of the transfer guards.